Event description:
It was reported that the autopulse platform would not power up. Multiple batteries were tried to no avail. There was no pt involvemet with this incident. No additional details were provided.

Manufacturer narrative:
Reported complaint of "the platform does not power up" was not confirmed. The platform was powered on and off with multiple batteries without any problems. The archive file was reviewed; it indicated that batteries with s/n (B)(4) had low voltage when used during compression. Visual inspection noted that top cover, front enclosure, bottom enclosure and battery lock were damaged potentially due to normal wear and tear as the device was manufactured in 2007. Damaged parts were replaced. Platform passed the final test.